Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following implant of the senor, no signal was able to be detected from the sensor and no waveform could be visualized. At the time of implant, the sensor was placed in a vessel of appropriate size with no clinically significant delay. No action will be taken by the site at this time, the site will continue to monitor the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The following reported issue cannot be confirmed to be related to the cardiomems product as further information cannot be obtained from the patient care.